Event description:
It was reported that non-sustained lead noise episodes were observed due to intermittent ventricular oversensing. Programming changes were made. After a few weeks, remote transmission sent by the patient revealed non-sustained lead noises due to post-paced t-wave oversensing. Further reprogramming was made and the issue was resolved. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.